Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report chordal damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the challenging patient anatomy. One clip was successfully implanted. After placement of the second clip medial from first clip, a suspected chordal rupture occurred between both clips. An attempt was made to place a third clip between both clips to treat the rupture; however the leaflets could not be grasped. The clip was not implanted and the clip delivery system (cds) was removed. The procedure was aborted with the mr remaining at 4. The patient will likely be sent for surgery at a later time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A cause for the suspected unspecified tissue injury and mitral valve insufficiency/ regurgitation cannot be determined. However, tissue damage and mitral regurgitation are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.